Event description:
The facility reported a colleague infusion pump with a failure code of 589:317. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). After further investigation, quality engineering determined the assignable cause to be depleted batteries resulting from user error. The conclusion code of 80 (user error contributed to event) better represents the reported problem than code 43 (device failure directly caused event).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 589:317 was confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to faulty main batteries. The main batteries were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.